Event description:
Pt experienced slowflow on smartez ed device containing cefriaxone 2g/100ml ns. Pt explained the device would not flow after 40 mins. Line was flushed, device reattached, same issue occurred. Pt switched to another device with no problem. Smartezed (lot s8d33, exp 02/2021). FDA safety report ID# (B)(4).